Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 8/99, the pt underwent a primary left l4-l5 spinal root decompression. In 8/99, the pt presented with residual lower back pain. The investigator noted the event as mild in intensity. Pt was prescribed vioxx (25mg daily), darvoset (prn) and physical therapy. The event resolved with treatment in 09/99. The event was classified as unrelated to adcon-l. The event was considered an idiosyncratic effect.